Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead and implantable cardioverter defibrillator (ICD) exhibited multiple low pacing impedance measurements of less than 200 ohms. Oversensing of noise was also observed on the ra channel. Additional information from the field indicated that the suspected cause of the impedance and noise issue was a ra lead fracture due to a subclavian crush, however, this has not been confirmed through x-ray. The ICD was reprogrammed and the system continues to remain implanted and in service. No adverse patient effects were reported.